Event description:
Patient was revised to address high metal ion count.

Manufacturer narrative:
Patient was revised to address high metal ion count. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 7/2/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and suffering.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9/21/2014- pfs and medical records received. After review of the medical records the revision operative note indicated pain, metallic debris, crunching sounds, and increased metal ions. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time

Event description:
Update 4/29/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Revision surgical report noted pain, crunching, clicking, diffuse metal debris within the capsule, and that the surgeon was unable to remove the liner from the acetabular cup so cup was revised also. Cup is being added to the complaint. The complaint was updated on: may 19, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address high metal ion count.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/16/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated high metal ions (no lab results given) so the stem is being added. It should be noted that the provided operative note for the doi was of poor quality. There is no new additional information that would affect the existing MDR decision.

Event description:
In addition to what was previously alleged, ppf alleges loosening of cup and stem, dislocation and metallosis. Doi: (B)(6) 2006 - dor: (B)(6) 2014 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.